Event description:
According to the reporter: I recently had a case where a presacral neurectomy was done and 2-0 v-lock suture was used to re peritonealize. The patient developed a small bowel obstruction. When I re-operated, and ran the bowel, it was discovered that her small bowel had just 'stuck' to the v-lock barb. It was just lifted off of the barb, and the issue resolved. Additional information has been requested however no response has yet been received.

Manufacturer narrative:
(B)(4)